Event description:
It was reported that the impedance reading was >10,000 ohms, >20,000 ohms and >40,000 ohms. The possibility of an open circuit on contact 15 was reviewed as it was measured at >40,000 ohms. It was noted that current impedance measurements were normal. Several different bipole pairs were run and confirmed currents of 3ma and 5+ mas. It was noted the patient was receiving ¿good¿ parasthesia. Temporary high impedances, current through the system and not using contact 15 in programming were discussed. The patient was scheduled for a postoperative appointment. Additional information received reported that the impedance issue had not been resolved. Impedances remained high but patient was receiving adequate coverage. An x-ray was used to confirm lead placement and no fractures were noted. Several steps were taken to attempt to resolve the issue. It was noted the hope was for the issue to resolve itself. Additional information received reported the impedance issue had not been resolved but the patient continued to receive good coverage. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.